Manufacturer narrative:
UDI: (B)(4). 510(k) # of similar product code of 826631: k914479. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
As reported by the ous affiliate, after being implanted for 3 weeks a microsensor and directlink took repeated tries and several hours to zero the sensor after being uncoupled for an MRI procedure. No reported adverse consequences.